Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a gastrointestinal (gi) bleed. Packed red blood cells were administered. Gastrointestinal service performed a small bowel enteroscopy and treated multiple recent bleeding angioectasias in the stomach with thermal therapy. Patient was discharged from the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gastrointestinal (gi) bleed.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. The device remains implanted.

Event description:
Approximately eighteen months post implantation, the patient presented to a non vad hospital facility with a one day history of feeling weak with short episodes of dizziness and vision loss. He was found to have low hemoglobin and hematocrit (h&h), and was subsequently transferred to (B)(6) hospital. On admission, his h&h were 7.2gm/dl & 23.0% respectively. His coumadin was held, and he received 2units of prbc's, with a reported "appropriate increase in his h&h" the following day, gi service performed small bowel enteroscopy, treating multiple recently bleeding angioectasias in the stomach with thermal therapy. Two days later, the patients h&h dropped to 7.4gm/dl&22.8%, and he was transfused with an additional unit of prbc's. A repeat upper gi endoscopy was completed that same day and showed no additional signs of bleeding. It was also noted that the prior angioectasias sites were healing post cauterization. It was reported that there were no further signs of bleeding throughout the remainder of his hospitalization. The patient's coumadin was restarted and he was discharged home two weeks after his admission.